Event description:
It was reported by the rep that the (1) tsb45 was used during an unknown procedure by an unknown surgeon. It was reported that the instrument would not cut. The case was completed with another device and with no consequence to the pt.